Event description:
It was reported that after opening the packaging for a femoral head, a scratch was noted on the femoral head surface. There was no anchor head of the same item number available, so the surgeon settled for a head with a shorter neck length.

Manufacturer narrative:
Evaluation summary: a scratch approx 1 mm in length was observed on the proximal surface of the returned femoral head. The packaging for the device was not returned with the product. The device history record indicates that the devices from this lot were inspected 100% for the cosmetic buff finish. Due to the inspection process, it is highly unlikely the scratch was present at the time the device was shipped. The devices were also packaged according to specifications. It is not known if the device may have come in contact with instruments or other devices in the operating room. A review of past complaints did not reveal an adverse trend. There have been no other reports against this lot. With the info provided, a definitive root cause for the returned condition of the device cannot be determined. Evaluation: device history records indicate all components were manufactured and inspected to specification. No manufacturing abnormalities could be detected.